Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and/or while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) issued an alert in the remote monitoring system due to entering safety mode operation. The clinic contacted the patient, who reported having three pre-syncopal episodes that morning. The patient, noted to be pacemaker dependent, then presented to the emergency department. A device replacement was planned; however, it was noted the patient had experienced 12 seconds of asystole due to oversensing and pacing inhibition, so the replacement procedure was to be done immediately. The physician elected to insert a temporary pacing wire to ensure pacing during the procedure, as additional episodes of asystole had occurred while transferring the patient to the operating table. The device was explanted and replaced without further complications. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.